Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01205. It was reported the patient is implanted with two scs systems. She is unable to communicate or charge one of her ipg's. The patient has not used or charged this ipg for a year. A sjm representative met with the patient and confirmed the issue. She is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.